Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that about four weeks after the system implant procedure, the patient experienced a fever and cough, and was diagnosed with endocarditis. Blood tests were culture positive for streptococcus mutans. Transesophageal echocardiogram revealed a paravalvular leak of the aortic prosthesis valve, and mitral anterior leaf vegetation. The patient was admitted to the hospital and intravenous antibiotics were administered. The system remains in use. The patient was a participant in the (B)(6) trial ((B)(6)). No further patient complications have been reported as a result of this event.